Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing a blood glucose (bg) level of 408 mg/dl; cause of bg was not reported. Troubleshooting was declined by the customer to determine a possible cause. Although requested, no additional information regarding hospitalization was provided by the customer.